Event description:
It was reported that the patient passed away. There are no known allegations from healthcare professionals indicating that the death was related to the device. No additional information was available.